Manufacturer narrative:
Date rec¿d by MFR : 20sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 12 november 2019. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no obvious damage, scratches or soiling. During testing, the reported event was confirmed. The touchscreen could not be calibrated. Root cause failure determined to be resistance drift of screen out of specification.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.